Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the two ventricular leads exhibited high thresholds and inconsistent capture. The rep wanted to know if the pacing vector was programmable. The leads are still in use. No patient complications have been reported as a result of this event.